Manufacturer narrative:
The macroscopic and microscopic investigation show that the plate broke during the adaptation to the anatomy of the pt in the weld seam in forced rupture mode. Indications for material or mfg related failures were not found in the investigation. Based on the statistical eval, no indication was found for any device related issue.

Event description:
During procedure this surgeon appeared to have problems with the plate. During inserting, the plate broke apart. Another one was used to complete the surgery.